Manufacturer narrative:
Study event. There was no rx acculink malfunction reported. Stroke is a known potential adverse event associated with the use of the device as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms / ae: stroke. Time of ae: after the procedure. It was reported that either on the day of or one day post a left internal carotid artery stenting procedure, the pt experienced a minor, ipsilateral, ischemic stroke. Symptoms included partial gaze palsy and partial hemianopia. Seven days post-procedure, in 2008, the pt was discharged to go home. The following month, the pt was rehospitalized with an elevated carbon dioxide level, secondary to chronic obstructive pulmonary disease (copd). Five days later, the pt was discharged to a skilled nursing facility. Although requested, there was no add'l info provided.